Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that he underwent a double hernia repair procedure in (B)(6) 2005 and mesh was used. A week after surgery, he developed an infection and lost his left testicle. He has since experienced left leg numbness. He reports that he now has to use a walker and has not been able to work. He has also been experiencing his gall bladder and kidney shutting down. He has been to two surgeons. A surgeon stated that he has to have the right side hernia re-done, and found a surgeon that would like to repair the left hernia. The patient experienced two heart attacks since the procedure. A family member/nurse has read his x-rays and has told him that his body is rejecting the mesh. The patient had a CT and MRI but has not been diagnosed with issues related to the mesh.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.